Manufacturer narrative:
The insulin pump alarmed failed battery test after battery changed due to corroded battery tube. Unable to perform functional testing including displacement test, rewind test, basic occlusion test, occlusion test, prime test or excessive no delivery test due to failed battery test alarm. The insulin pump was received with cracked case at the display window corner, cracked lcd window, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm failed battery test. Customer change battery and battery cap but it is no use. The customer's blood glucose is normal, didn't require medical treatment.